Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: d4, d9, g3, h1, h2, h3, h4, h6, h10 and h11. Complaint sample was evaluated, and the reported event was confirmed. An investigation was conducted on the two returned 46-1006 twist drills. Both drills show signs of attempted use including marking and scratching on the drill surfaces. Further inspection shows that both drills have fractured at the same location, near where the fluted portion of the drill meets the drill base. A dimensional analysis was conducted on both drills at the fracture location, and both drills were found to be conforming. The complaint for both drills is confirmed. A determination cannot be made as to what caused the drills to fracture. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in japan. H6: component code, mechanical (g04), drill. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the drill tip fractured. The fractured tip was embedded in the patient's bone but was retrieved. This occurred with two drill bits and a spare drill was used to complete the procedure. During the procedure, the surgeon connected the drill bits to a competitor's motor and the drill's cutting capacity was perceived to be weak. The surgeon applied tension, and the tips broke during bone insertion. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: e1, e2, e3, g3, h1 and h2. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.